Event description:
A (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair but the right common iliac artery was calcified and slightly thrombosed. The physician placed other MFR's stent grafts and ballooned using a coda balloon catheter. However the right common iliac artery ruptured. He coil embolized the ruptured part using five of tornado coils and placed add'l stent graft to the external iliac artery. The pt's blood pressure became stable and the procedure was completed. The pt's condition is doing well.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. Balloon and fatigue design verification testing of balloon shows device is capable of meeting design input requirements. Balloons are 100% inspected for wall thickness and visual defects. Each lot is shipped with at least 5 piece burst testing data. Balloons are inspected in quality control for damage and proper inflation. Maximum inflation volume is documented on label and IFU. IFU warns to adhere to balloon inflation parameters and always monitor balloon inflation under fluoroscopic control. IFU warns "when used to expand a vascular prosthesis, the balloon radiopaque marker should remain within the prosthesis." Each coda balloon is shipped with instructions for use (ICU) listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. W/o an examination of the complaint device root cause analysis cannot be definitely made. Limited info is provided such as inflation pressures. The pt anatomy is described as "locally calcified", but "no tortuous anatomy." The coda balloon in this event was used to inflate another MFR's endoprostheses. It is feasible to suggest that the coda was not properly positioned or a feature of the other MFR's device damaged the coda balloon. Root cause is inconclusive. We will continue to monitor for similar complaints. No additional actions required at this time. Per (B)(4), add'l action is not required at this time based on the associated risk. We will continue to monitor for similar complaints.